Manufacturer narrative:
Batch review performed on 18 may 2020: lot 1921791: (B)(4) items manufactured and released on 30-sep-2019. Expiration date: 2024-09-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Clinical evaluation performed on the 12 june 2020 by medacta medical affairs director: one of the posterior intervertebral cages backed out in an elderly patient few weeks after primary surgery. Cage backout is a possible adverse event following lumbar arthrodesis, described in literature. From the information received, we have no reason to suspect a faulty device.

Event description:
Primary surgery was performed on (B)(6). Plif surgery was performed at l5-s1. The surgeon discovered the backout of one cage. Revision surgery was performed on may 13. The surgeon removed the both cages and replaced with the oblique cages. The pedicle screw system was not medacta.